Event description:
It was reported that patient presented for implant procedure. During the procedure, the lead could not provide a stable deployment position according to the physician after numerous attempts. It was also noted that the stylet would not advance through the lead past a certain point. It was decided to use a new lead for implant; however, a stable position could not be located. The physician decided to also abandon the second lead. The patient was stable and there were no adverse consequences to the patient.